Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 349 mg/dl. The customer reported no delivery alarms on her way to the hospital. Troubleshooting was performed and the insulin pump passed the prime test. The customer also stated that she was sick and that may have contributed to the high blood glucose levels. Advised the customer to change the entire infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.